Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc). The patient presented to the emergency department with bradycardia. Boston scientific technical services (ts) was consulted and recommended device interrogation. Additional information was received this device was interrogated and all measurements were found to be within range. There was no evidence of loc when reviewing the telemetry strips with the health care professional (hcp). It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc). The patient presented to the emergency department with bradycardia. Boston scientific technical services (ts) was consulted and recommended device interrogation. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc). The patient presented to the emergency department with bradycardia. Boston scientific technical services (ts) was consulted and recommended device interrogation. Additional information was received this device was interrogated and all measurements were found to be within range. There was no evidence of loc when reviewing the telemetry strips with the health care professional (hcp). It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.